Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window.  The allegation was undetermined. The probable cause could not be determined. The reported event of loss of connection is reportable based on there is no data to view. No injury or medical intervention was reported.